Event description:
It was reported that there was a revision for a fractured tibia.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown tibial plate. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.